Event description:
It was reported that the patient was unable to wear the device due to an allergic reaction. Additional information on this complaint has been requested.

Manufacturer narrative:
The device has been returned. When the investigation is completed, a supplemental report will be submitted.

Manufacturer narrative:
The probable or root cause of the event has not been identified. Once the device is investigated, a supplemental report will be submitted at the conclusion of the investigation. Section a.3. Not provided section a.4 not provided as n/a corrected section h.5 from no to yes corrected section h.8 from unknown to reuse the manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the patient had a reaction to the ema (elastic mandibular advancement) appliance that was issued. Provider states patient wore the appliance on (B)(6) 2023 and experienced an allergic reaction on lips, cheeks and tongue. Patient stopped using the appliance shortly after delivery and reports the symptoms resolved 2-3 days after discontinuing the appliance. Patient was prescribed stella life gel to promote healing. Provider states patient is using a silent nite appliance and is asymptomatic . The patient has no known pre-existing conditions, not on any current medication and no known allergies and not seen by an allergist. No medical history reported. Patient states appliance was cleaned and maintained with soap and water.